Event description:
Consumer initially contacted call center on (B)(6) 2010, indicating she used a band aid over a cut. She had a burning sensation and holes in the skin where the band aid ended. Hcp states, she has a staph infection and was treated with an unspecified antibiotic. Consumer indicated that the hcp said, the band aid caused the staph infection. On (B)(6) 2010, medical records were received and reviewed, concluding that the event is considered serious and reportable due to required medical care.

Manufacturer narrative:
This closes out this report unless additional significant info is received.